Manufacturer narrative:
The insulin pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No rewind anomaly noted. The pump was received with cracked case at display window corners and minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer treated with manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to remove infusion set from body and check for bent cannula. The customer found the cannula not bent. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.